Manufacturer narrative:
(B)(4).

Event description:
This system was returned for an unknown reason. Attempts to contact the physician on file were unsuccessful. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.